Manufacturer narrative:
Stanmore uses a contract packager (B)(4) for the final packaging operation. A supplier corrective action request (scar) has been raised and we are waiting a response from (B)(4). Device implanted and will not return.

Event description:
Dr (B)(6) team noticed that upon opening the sterile packaging for the distal femoral components, the femoral knee component was not double-wrapped. Instead of pulling out an inner packet, the scrub nurse had to reach into the outer packaging and pull out the component with her sterile gloved hand. All other components had already been opened at this point and there was no alternative femoral knee component in the same size. The scrub team decided to place the femoral knee component in a bowl filled with antiseptic solution (dakin cooper stabilise) for a minimum of 10 minutes. While it was soaking they cemented in the tibial component. After 10-15 mins the femoral knee component was carefully dried and the femoral components were assembled and implanted in the usual way.

Manufacturer narrative:
Review of the batch record shows no indication of any discrepancies with the packing of these items. Discussions with the operators involved similarly could identify no reason for the affected product to be single pouched only; the packing instructions clearly define the method for pouching these items. No similar issues have been reported with other products from this batch. We have not therefore been able to identify a potential root cause of this issue. In discussions with stanmore personnel it has become apparent that these products had previously been dispatched to a customer and returned before the issue with the pouch was noted. We cannot therefore discount the possibility that a previous recipient removed the outer pouch in preparation for a procedure. Whilst this appears to be an isolated incident, we will continue to monitor for any reoccurrence of similar events in the future. This complaint is being close and is being tracked and trended.

Event description:
Dr (B)(4) team noticed that upon opening the sterile packaging for the distal femoral components, the femoral knee component was not double-wrapped. Instead of pulling out an inner packet, the scrub nurse had to reach into the outer packaging and pull out the component with her sterile gloved hand. All other components had already been opened at this point and there was no alternative femoral knee component in the same size. The scrub team decided to place the femoral knee component in a bowl filled with antiseptic solution (dakin cooper stabilise) for a minimum of 10 minutes. While it was soaking they cemented in the tibial component. After 10-15 mins the femoral knee component was carefully dried and the femoral components were assembled and implanted in the usual way. This is a supplemental report to 3004105610-2016-00071 ((B)(4)).